Event description:
A malfunction alarm was reported due to a momentary power loss to the vibrator motor, identified as malfunction code 12. The customer's blood glucose level was within the normal range and did not exceed 500 mg/dl, showing no adverse impact. Technical support assisted the customer with resetting the pump, resolving the issue.